Event description:
Echo tech working with patients went to use gloves and noticed that multiple gloves already had holes in them ( size s). Discarded that box and switched box, but did note lot number. Changed to other box with same lot number and had same issue. Lot number is eg032418002004.